Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Weight: estimated weight. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The mitraclip instructions for use states: do not use the mitraclip system after the use by date stated on the package label, and never reuse or re-sterilize the system. Use of expired, reused, or re-sterilized devices may result in infection, endocarditis, and/or sepsis. The device was used successfully and there was no device malfunction regarding the steerable guide catheter (sgc). Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the use of an expired device. It was reported that the procedure was to treat grade 4 degenerative mitral regurgitation. One clip was successfully implanted reducing mr to grade 1. Post procedure, it was noticed that the steerable guide catheter (sgc) expired six days prior to the procedure. There was no reported adverse patient sequela. No additional information was provided.